Event description:
A tandem mobi cartridge alarm was reported by a caller, which occurred during the load process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. To resolve the issue, technical support confirmed the cartridge alarm 30 and decided to replace the pump. The customer was instructed to put the pump into storage mode and return it using a provided return box and pre-paid label. Meanwhile, they were advised to use mdi as a backup therapy. A replacement pump and replacement supplies, due to wasted cartridges and infusion sets, were sent to the customer. The customer understood and acknowledged all instructions provided.